Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager did not unlock when selected, preventing the door from opening, and the device was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the freezer was not detected. A field service engineer (fse) powered down the device and inspected it, found that the connections at the remote manager were not fully secured. The fse secured the bus cable connections. After running diagnostics again, the freezer was operational. The fse restarted the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.